Event description:
On (B)(6) 2006, the patient underwent treatment of an abdominal aortic aneurysm with five gore® excluder® aaa endoprostheses. It was reported that two aortic extender components were implanted for distal extension in the right common iliac artery (rcia). On (B)(6) 2014, follow-up imaging identified a distal type I endoleak associated with one of the aortic extender components (unknown which lot) in the rcia and no evidence of aneurysm enlargement. It was reported there was disease progression in the rcia, which reportedly caused the iliac artery to dilate and resulted in the distal type I endoleak. On (B)(6) 2014, an additional procedure was performed to treat the endoleak. The right hypogastric artery was coil embolized, and an additional device was implanted extending into the external iliac artery. Final angiography showed no evidence of endoleak, and the patient tolerated the procedure.

Manufacturer narrative:
Concomitant: patient medications include beta blocker, astatin, prevastatin, and lisinopril. (B)(4) - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.additional device implanted and involved in this event: pxa230300/03969802.